Event description:
It was reported that during an unknown procedure, the bottom jaw of the instrument broke off inside the patient, but they were able to retrieve the piece from the patient and complete the case with a second instrument with no patient consequence.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with the top jaw detached but returned and with minor yielding of the articulation joint. There was no skiving (damage) of the shaft cover material. Under magnification there was some bend noticed on the lobes of the returned jaw. Functional testing could not be performed due to the separated jaw but mechanical testing was done and the device performed as required during testing for rotation and articulation. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.